Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose (bg) level ranged from 323 mg/dl to "high"; although specific value was not provided. Cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level.